Event description:
Unit had underfilled a final container from three stations. This was based on comparing displays for programmed versus delivered volume. Since the reported differences exceeded the limits of the product specifications. The user was advised not to use the unit, which was swapped out. No pt involvement. 8/12/96.